Event description:
A report was received that the patient was experiencing a burning sensation while charging. The physician made the pocket deeper to address the discomfort while charging. The patient was reportedly doing well following the procedure.